Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that a portion of the k-wire had sheared-off in the planter surface of the foot. The fragment of k-wire was removed.